Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that there was pump suction, positioning issues, and a heart block during impella cp patient support. While on support, there were reports of suction alarms and the device¿s performance level was reduced to 4. The impella appeared to be shallowed based on a chest x-ray. The patient developed third degree heart block. A low dose of levophed was started. The patient was later successfully explanted and survived.

Event description:
Additional information provided that the impella was repositioned in the operating room under transesophageal echocardiogram guidance during the coronary artery bypass graft procedure which resolved the suction alarms.

Manufacturer narrative:
Additional information was received therefore b5 and b7 were updated to reflect that information. H6 impact code was updated to reflect the additional information that was reported. The investigation was completed and no product was returned. Heart block: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Pump suction: no product was returned. Patient had suction alarms overnight and p level was reduced. After review of logs, multiple suction alarms were observed. No sudden motor current spike or placement signal trend was observed. The cause of pump suction cannot be determined since insufficient clinical details were provided. Device history review was completed and passed all post sterile inspection checks.